Manufacturer narrative:
Upon testing, there was significant leakage present in the balloon at the distal end, rendering the device non-functional. The balloon's failure was due to a tear in the inside of the balloon. The cause of the damage is unknown.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complaint, the device fell out of the body because balloon ruptured after approximately 22 days post-placement. The procedure was completed with another device (unknown manufacturer). The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."